Event description:
It was reported that a decrease in lead impedance was noted and oversensing was confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.